Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and high out of range pace impedance measurements greater than 2,000 ohms. It was determined the ra lead was fractured due to clavicle crush. The lead was surgically abandoned and replaced with a new lead different model. No additional adverse patient effects reported.